Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that after quality controls were out of range, calibrations were evaluated and had significantly different relative light units when compared to historical calibrations. A new calibrator was made and the test was recalibrated. Both levels of the same quality control (qc) material were run, resulting within range. The cause of discordant ft4 results on 25 patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant free t4 (ft4) results were obtained on 25 patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. Before running ft4 samples for 25 patients, the instrument was calibrated and two levels (level 1 and level 2) of quality control (qc) material were run. Both qc levels were within range. After the last patient sample was run, qc was run, resulting out of range. All 25 patient samples were repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences due to discordant ft4 results.